Event description:
Customer reported blood glucose levels were high, but the specific value was unknown and displayed as "high." Cause was not known. To address the issue, the customer administered correction boluses via the pump as well as correction injections. Technical support recommended consulting a healthcare professional to discuss possible factors affecting blood glucose levels, and the customer acknowledged this advice.